Event description:
Baxter reported, "a pt's adapter of the transfer set came off from the ti-adapter." There was no pt injury or medical intervention associated with this incident according to baxter.

Manufacturer narrative:
There are no further measures taken relative to this matter. Renal product surveillance, quality engineering, along with plant mfg, will continue to monitor this product line.